Event description:
During a hip rodding procedure, the surgeon was using the reamer head with a guide wire and did not put the ball tip on the end. As the surgeon tried to pull out the reamer head with the guide wire, it slipped off the wire. Surgeon could not retrieve the reamer head and it remains in the canal.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.